Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indications of dried fluid within the cassette compartment on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) 12200ml treatment-based ccpd simulated treatment was performed and completed without unexpected alarms or failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. Fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump and on the baseplate under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient¿s cycler receiving an air detected in cassette warning during a dwell 5 of 5 of pd treatment. The patient discontinued treatment due to a large drain in dwell 5. A review of the patient¿s treatment records identified that the patient drained 4730 ml during drain 1 of the treatment. This drain volume is 215% the patient's prescribed fill volume of 2206 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient experienced a lot of gas but did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment manual treatments on the evening of 06/sep/2021. The patient has received a new cycler which is working well and will continue with pd therapy on the new cycler. The old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patients treatment records following a report of a patients cycler receiving an air detected in cassette warning during a dwell 5 of 5 of pd treatment. The patient discontinued treatment due to a large drain in dwell 5. A review of the patients treatment records identified that the patient drained 4730 ml during drain 1 of the treatment. This drain volume is 215% the patient's prescribed fill volume of 2206 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient experienced a lot of gas but did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment manual treatments on the evening of (B)(6) 2021. The patient has received a new cycler which is working well and will continue with pd therapy on the new cycler. The old cycler is available to be returned to the manufacturer for physical evaluation.